Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly the patient was revised due to recurrent prosthesis dislocation. Parts not revised: profemur® roughened distal stem, tapered, ppw3-8023, lot: r1199015x1. Profemur® proximal body plasma spray, ppw3-80xx, lot: t0397299. Insert debord=15 deg. Standard, pha02552, lot: t04126501. Cotyle, psa10212, lot: t05127239.